Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per imagery review, the crimped valve appeared stuck within the sheath, with two (2) struts bent outward within the sheath. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra resilia valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the valve frame damage was confirmed based on the provided imagery. The available information suggests procedural factors (sheath insertion technique and high push force) likely contributed to the event. As reported, "it was noted that the sealed part of the esheath+ was not all the way into the body and it appeared that a valve strut came through the esheath+ as the esheath+ was at an angle." The incomplete sheath insertion and insertion angle may have contributed to the resistance encountered, leading to the application of high push force and subsequent frame damage. Improper sheath insertion technique can contribute to increased resistance during delivery system advancement by promoting device instability, steep insertion angles and/or noncoaxial alignment between devices. Such techniques may include incomplete sheath insertion, lack of secure fixation, or positioning of the fully expandable portion outside the vasculature. These conditions can exacerbate the push force and promote unfavored interactions between devices (e.g. Crimped valve catching on inner sheath lumen), leading to frame damage (i.e bent struts) and/or damage to the sheath or delivery system (e.g. Kinking or compromised integrity of associated components). High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-08989 for details of the other event. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, a second 14fr esheath+ was prepped after the first 14fr esheath+ had kinked during insertion into the patient's body. It was noted that a low angle of insertion had been used for insertion of the first 14fr esheath+. There was no report of any difficulty with insertion of the first esheath+. A 16fr dilator was used prior to successful insertion of the second 14fr esheath+. It was noted that a slightly larger skin nick was made for insertion of the second 14fr esheath+. There was no difficulty inserting the second esheath+. An attempt was then made to advance the 26 mm commander delivery system and 26 mm sapien 3 ultra valve through the second 14fr esheath+, but it was unable to successfully pass through the esheath+. It was noted that the sealed part of the esheath+ was not all the way into the body and it appeared that a valve strut came through the esheath+ as the esheath+ was at an angle. This was observed at the strain relief/partially expandable portion of the esheath+. The valve, delivery system and esheath+ were removed as a single unit. There was no patient injury. Imagery was provided for evaluation. Per review of the imagery, the valve appeared stuck within the sheath, and two (2) struts bent outwardly within the sheath.